Event description:
At the conclusion of a hysteroscopy w/d&c, laparoscopy, laparotomy and right ovarian cystectomy, bleeding noted from tenaculum sites of cervix and introitus. Suture repair required.